Event description:
Customer reported an issue with the passport v monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the reported problem. Unit has been returned to the company's repair center for further eval.